Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user sustained shearing trauma to the stoma as a result of the skin barrier. Prior to application, the moldable area of the skin barrier was formed and sized appropriately. The skin barrier was removed after 24 hours of wear. At the time of removal, it was noted the moldable skin barrier was "hugging" the stoma. This led to shearing trauma with mucocutaneous separation that "jetted" out from the stoma with an extended open area. This reportedly occurred more than once; however the initial reporter was unable to provide information regarding the number of devices involved, details specific to the event or treatment provided. No further patient complications were reported.